Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during predilatation of the calcified, completely totally occluded circumflex coronary artery, the balloon ruptured at 12 atmospheres (atm). There was no report of difficulty removing the device. There was no adverse patient sequela and no clinically significant delay reported. Another device was used to complete the procedure. There was no additional information provided.